Event description:
It was reported that a nexiva 20ga 1.00in hf y had difficult needle disengagement during use. The following was reported by the initial reporter: "it was reported needle retraction failure. Per customer's response on (B)(6) 2021. What is the date of incident? (B)(6) 2021. Was anyone hurt? No. Please find attached a pre-paid fedex return label to return samples for evaluation can you please mail me a container to mail it to you in ? It is a needle and I do not have a container that is safe to place in the mail - thanks. Customer called today to report an incident with this material. They state that an ER nurse inserted the needle into the patient, the needle would not pull back and separate and that the product then had to be removed and the patient had to be stuck again with another needle. Material: 383536; lot # 0241582. Customer does have the device and can return it for evaluation. Thank you.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/2/2021. H.6. Investigation: bd received one fully retracted 20 gauge nexiva device from lot 0241582 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that tip shield did not decouple from the winged adapter. Upon further inspection, it was found that the plastic from the tip shield was catching on the v-clip preventing release from the winged adapter. Next, the tip shield and winged adapter were separated and damage was seen on the inside of the tip shield where the winged adapter resided. This damage was determined to be the cause of the retraction failure. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred when the cannula was inserted into the grip and tip shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a nexiva 20ga 1.00in hf y had difficult needle disengagement during use. The following was reported by the initial reporter: "it was reported needle retraction failure. Verbatim: per customer's response (B)(6) 2021. What is the date of incident? -(B)(6) 2021. Was anyone hurt? - no . Please find attached a pre-paid (B)(6) return label to return samples for evaluation can you please mail me a container to mail it to you in ? It is a needle and I do not have a container that is safe to place in the mail - thanks. (Customer) called today to report an incident with this material. They state that an ER nurse inserted the needle into the patient, the needle would not pull back and separate and that the product then had to be removed and the patient had to be stuck again with another needle. Material: 383536, lot # 0241582. Customer does have the device and can return it for evaluation. Thank you."